Event description:
When the sgc was brought up on the guidewire, it kinked significantly and was removed. The access sight was bleeding profusely. The physician observed that the vein had been lacerated. Protamine was administered to reverse the effects of the heparin administered after the transeptal puncture and the physician placed two figure of eight stitches at the site to control the bleeding. The access site was compressed manually for over ten minutes. It is believed that a kink in the guidewire caused the sgc to kink and lacerate the vein. After the bleeding was controlled, the physician accessed the left femoral vein and completed the procedure successfully using a new sgc. Two clips were implanted reducing mr to grade 1-2.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported kinked sgc and perforation are likely a result of procedural circumstances (use of kinked guidewire). The reported bleeding was a cascading effect of the reported perforation. The reported patient effects of perforation of vessels and bleeding, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported medication required, surgical intervention, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.